Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no previous repairs within review period. Review of the event history log no relevant event history. The reported issue was duplicated through the latch lock test/visual inspection. The cause of the reported issue was unknown. The latch lock was replaced to solve the issue. Further inspection identified a dented air detector and buckling upstream occlusion (uso) seal. The uso seal and air detector were replaced. The downstream occlusion (dso) seal was also replaced as it was damaged in the process of repair. The dso was replaced, and the dso/uso sensors were also calibrated. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.

Event description:
It was reported that the latch lock flex was inoperable. The cassette will not register as locked. There was unknown patient involvement.